Event description:
It is reported that upon impaction the impactor head separated into two pieces.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: as returned, the glenosphere impactor head is fractured. Based upon the lot number, the device had a potential field age of approximately two years at the time of failure. It is possible that the fracture was due to excessive impaction force, but without further information, this cannot be confirmed. Evaluation: instrument meets print specification where measured. Device history records indicate all components were manufactured and inspected to specification. No manufacturing abnormalities could be detected.